Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the consumer reported the circumstance that led to the shocking was adaptive stimulation was programmed at a higher level than comfortable. A visit with the manufacturer's representative (rep) changed the stimulation level. To resolve the shocking, the patient had a visit with the rep who changed the stimulation level and programming.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the consumer reported they were having the same issues and they were traveling. The patient wanted to meet with a manufacturer's representative at an appointment he set up with the healthcare provider (hcp). Patient services assisted the patient in turning adaptive stimulation off. Adaptive stimulation was turned off during the call. During the call, the patient was shocked while sitting. He says the issue he had with adaptive stimulation was that when he changed positions, the stimulation changed and started firing off like crazy. It was noted the patient had called several times and tried making adjustments with the patient programmer, but it had not helped.

Manufacturer narrative:
Concomitant medical products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
The patient reported that there was a change in stimulation, the stimulation was increasing by itself while they were walking. The stimulation was over 2, and they normally had stimulation at just over 1. The patient did have adaptive stimulation on. It was reviewed that the implantable neurostimulator (ins) was likely recognizing that they were upright and mobile and increasing the stimulation after a certain amount of time. The patient mentioned that this happened after 3-5 minutes of walking. The patient was to follow up with their health care professional (hcp) if turning stimulation down did not resolve the issue. It was recommended that if they did not like the higher stimulation level to use the patient programmer and turned down the stimulation and maintain mobile position for at least three minutes after for the ins to remember their settings. They had not been mobile for a while due to their stroke, they started to walk again about 2 weeks ago when they encountered the stimulation increase issue while mobile. Other relevant medical history includes non-malignant pain. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received from the consumer reported the stimulation increased after several minutes of walking. The manufactu rer's representative explained to the patient adaptive stimulation and suggested turning down stimulation while walking. As a step to resolve the issue, the patient discussed adjusting the stimulation while walking to reset the stimulation power. It was noted the strokes were not related to the device and occurred in 2012, 2013, and 2014.